Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced chest pains, myocardial infarction and target vessel revascularization. In (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was recommended. The 85% stenosed 18mm long first target lesion was located in the middle right coronary artery (rca) with a reference vessel diameter of 3.50mm. The first target lesion was treated with direct stent placement using a 3.50x24mm taxus liberte stent, resulting in 0% residual stenosis. The 75% stenosed and 12mm long second target lesion was located in the distal left circumflex artery (lcx) with a reference diameter of 4.00mm. The second target lesion was treated direct stent placement using a 4.00x16mm taxus liberte stent. Following post-dilation with a non bsc balloon catheter a small perforation was noted. The perforation was treated with placement of two non bsc stents, resulting in 0% residual stenosis with sealing of the perforation. In (B)(6) 2012, the patient presented with middle sternal chest pain radiating to both arms and associated with nausea and vomiting. Electrocardiogram revealed changes consistent with acute infarct. Cardiac enzymes were noted to be elevated consistent with myocardial infarction. Angiography revealed a patent ca stent and 100% proximal stenosis in the lcx with thrombus. The proximal left circumflex (lcx) was treated with an extraction catheter and balloon angioplasty. Following the percutaneous coronary intervention procedure and thrombectomy, 80% distal edge stenosis were noted on the previously placed non bsc stents. The distal edge stenosis was treated with placement of three non bsc stents (2.75 x 15 mm, 2.50 x 15 mm and 3.00 x 15 mm) resulting in 0% residual stenosis. Later in (B)(6) 2012, the patient presented with shortness of breath edema, dyspnea on exertion and orthopnea. The patient was diagnosed with congestive heart failure and hospitalized on the same day. The rca stent was still patent with 75% distal stenosis. The middle right coronary artery (rca) was treated with direct placement of a 3.50x12mm non bsc stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel.